Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. During the procedure, it was noted that the advancer was leaking gas, resulting in the complete set of device could not be used. The device was removed. The procedure was not completed due to the same device unavailability. No patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). D6 device codes updated device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the handshake connection was bent. Media depicted a photo showing the bottom of the advancer to the reported complaint batch. However, no evidence to confirm the reported event was provided.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. During the procedure, it was noted that the advancer was leaking gas, resulting in the complete set of devices could not be used. The device was removed. The procedure was not completed due to the same device unavailability. No patient complications reported and the patient was stable post procedure. It was further reported that there were no issues with the burr and wire. The burr stalled because of the air leak in the advancer, and the procedure was not completed. Patient was sedated with local anesthesia.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending artery. During the procedure, it was noted that the advancer was leaking gas, resulting in the complete set of device could not be used. The device was removed. The procedure was not completed due to the same device unavailability. No patient complications reported and the patient was stable post procedure. It was further reported that there were no issues with the burr and wire. The burr stalled because of the air leak in the advancer, and the procedure was not completed. Patient was sedated with local anesthesia.